Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood gas flows) and the results are as reported below. 364 ml/min o2 xferc 252 ml/min co2 xferc 184 mm/hg delta pblood the reason for return was undetermined. Correction d4.2 (expiration date), d5 (oper of dev), h4 (device mfg date): these fields have been updated. Correction h6 (patient codes (ime/annex e)): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass graft procedure, the fusion oxygenator exhibited a high pressure excursion oxygenator failure. The issue worsened over time. The pressure increased suddenly. About one minute into cardiopulmonary bypass, pump flows dropped and continued to decrease over the next few minutes, accompanied by a decrease in po2 (partial pressure of oxygen). Pre-operative labs were normal and the activated clotting time was measured at over 400s before initiation. The estimated blood loss was around 200ml. Flows continued to drop despite increasing the pump rpms to approximately 3500rpms, with flow decreasing from 5.2l/min to 3.52l/min. The oxygenator was observed to not flow through when rinsing via the inlet, but flow was seen when rinsing through the outlet. The patient had not previously been on heparin or another anti-coagulant therapy. The pump configuration was a roller pump. The entire circuit was replaced to complete the procedure without incident. No patient complications have been reported as a res ult of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.